Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: v340 competitive implantable cardioverter defibrillator (ICD) (B)(6) 2004; 1056k competitive implantable pacing lead (B)(6) 2004. (B)(4).

Event description:
During a competitive lead revision procedure, it was noted that the right atrial (ra) lead had an insulation break beneath the suture sleeve. After some difficulty, the lead was explanted. No patient complications have been reported as a result of this event.